Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketone level was high. Cause of elevated bg was not known. Customer did not observe any issues with the cartridge, infusion set cannula/tubing and insulin. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and subsequently was admitted to the hospital. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin and saline. Elevated bg/ketones resolved with no injury. While at the hospital, customer received a minimum fill notification. Customer reloaded the same cartridge to resolve the issue. Bg at this time was 306 mg/dl. Customer resumed pump therapy. Customer was discharged the next day.